Manufacturer narrative:
Additional narrative: due to vaginal pain, dyspareunia and urinary difficulties, the patient had mesh removed on (B)(6) 2010. Concurrently, the patient had a hysterectomy/ovarian cancer. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, incomplete bladder emptying, urinary incontinence, hesitancy, and retention. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.